Event description:
It was reported that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately two (2) years and five (5) months due to prosthetic aortic stenosis and structural valve deterioration. Report indicates this is a (B)(6) male with end stage renal failure after previous failed kidney transplant and now being dialyzed through a fistula in left arm. Findings at the replacement surgery indicate the subject valve is well seated, all 3 leaflets are severely calcified and immobile. The subject bioprosthetic valve was replaced with a mechanical valve, and completion echo showed a well seated valve with no perivalvular regurgitation.

Manufacturer narrative:
Method = x-ray. Device evaluation summary: as received, heavy calcification was observed in the cusp areas of leaflets 1 and 3, moderate to heavy calcification was observed in the cusp area of leaflet 2. The free margins of leaflets 2 and 3 exhibited minimal to moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 5mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 2mm. Host tissue was minima to moderate at both the stent inflow and stent outflow. Host tissue fused leaflets 1 and 2 at commissure 2 by approx 2mm on the outflow aspect. Thrombi was observed on all three leaflets on the outflow aspect. The x-ray demonstrated calcification, commissure 1 wireform distorted. Commissure 1 wireform and wireform near leaflet 3 was exposed on the outflow aspect, wireform near leaflet 3 was also exposed on the inflow aspect. These damages are most likely due to explant. Additional manufacturer narrative: device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient has history of kidney transplant, end stage renal disease, and dialysis which may have caused or contributed to this event. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Manufacturer narrative:
Additional manufacturer narrative: report of an explanted aortic bioprosthetic valve after an implant duration of approximately two (2) and half years due to stenosis, structural deterioration, and calcification from a patient with end stage renal disease undergoing dialysis. It is likely that this patient disease stage and medical history (kidney transplant, dialysis) may have played an important role leading to this event. The explanted device has not yet been returned to edwards for evaluation, therefore the reported calcification cannot be confirmed or evaluated at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.